Event description:
It was reported that the system had an x-ray disabled error message. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib boards were evaluated and replaced. The system nodes were reflashed. The system was tested and found to be working as intended and returned to service.